Manufacturer narrative:
Reference complaint #: (B)(4).

Event description:
On april 18th, 2025, fujifilm healthcare americas corporation was informed of an event involving eg-740ut. The eg 740ut endoscope shows no visible damage or functional issues during the initial inspection. However, it has been flagged for further evaluation due to a suspected infection in a patient after its use. As a safety precaution, the scope has been quarantined. The suspected scope has undergone atp testing with additional hld (high-level disinfection) cleaning. Importer MDR is being submitted in an abundance of caution since the investigation is still ongoing at the customer site and have not provided their result.